Event description:
Customer reported that the t:slim x2 pump battery would not charge, and there was a power source alert in the pump history, specifically alert 07. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the wall adapter into a known working outlet and wait for at least 30 consecutive minutes to see if the pump would begin charging; technical support planned to follow up.